Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct the information provided in the initial report. The following section was corrected: h8. Based on the results of the investigation, the event, ¿foreign material came out of the nozzle¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in gif-1200n operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in gif-1200n reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated and the customer's allegation was confirmed as there was a streak of flare appeared in the image due to peeling of adhesive around the objective lens. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: due to wear of angle wire, bending angle in up direction did not meet the standard value and the play of up/down knob was out of the standard value; the adhesive on bending section cover had a chip and white-clouded area; the adhesive around objective lens was peeled and had white-clouded area; suction-connector was deformed; light guide (lg) lens had a crack and adhesive around lg lens was peeled; the light guide bundle was slipping down and the connecting tube had a dent. As upon evaluation, foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. There was no delay in the start of the pre-cleaning. The air/water nozzle was flushed with air and water. There were no abnormalities in the accessories used for reprocessing. The customer flushed the nozzle with detergent solution. Nothing in particular about the foreign material was adhered to the nozzle. After bedside air and water supply and preliminary cleaning of the sink, the room was cleaned and sterilized. According to the customer, the following details regarding the cds process were unknown: whether the endoscope was pre-soaked in the detergent solution or whether the nozzle was cleaned with lint-free cloths/brushes/sponges. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was defect in image (flare) while using gastrointestinal videoscope. There was no report of patient harm associated with the event. The device was returned and evaluated. During the device evaluation found the nozzle had foreign objects as a reportable malfunction. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.